Event description:
During a retroactive of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014 while in a rehabilitation center. Multiple counting contributed to the false detection. The patient was reportedly conscious and changing his garment at the time of the event. The response buttons were reportedly pressed, but review of the downloaded data reveals that the response buttons were not pressed during the event. It was confirmed that the response buttons were functional during start-up 2 hours prior to the event. The patient was taken to the hospital for further evaluation.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) ; 02/2014. Electrode belt (B)(4) : 03/2014. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.